Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resetting, service code 203) was confirmed. Upon investigation the monitor was resetting. The resets caused the service code 203. The cause for the resets was isolated to ta defective sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the defective sd card. The patient received a replacement monitor.

Event description:
A patient service representative (psr) contacted zoll customer support to report that a (B)(6) male patient's monitor was resetting. The patient was provided with a replacement monitor.